Event description:
It was reported that the ventilator generated alarm for high continuous pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the customer reported that there were issues during ventilation of the patient. The claimed issue was not reproduced during on-site visit. The device successfully passed pre-use check and was tested on simulated ventilation test without any deviation. The device was delivered to the user in working condition. According to the technician, the high pressure situation was most likely caused by secretions in the patient's airway or the water in the middle of the patient circuit, which was not cleaned in time. The alarms for airway pressure being too high is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The airway pressure high alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. This can be experienced as no gas flow is delivered. The conclusion is that the reported alarm most likely occurred due to increased expiratory resistance in the patient¿s breathing system, but there was no technical malfunction of the ventilator. However, as the source of the alarm activation cannot be confirmed, the root cause of the reported alarm has not been determined. A correction of fields # d1 brand name, # d4 version or model #, #, # d4 unique identifier (UDI) was required. D1 ¿ brand name: - previous brand name: servo-s - corrected brand name: servo-s base unit d4 ¿ version or model #: - previous version or model #: servo-s - corrected version or model #: 6640440 d4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing - corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).